Event description:
It was reported pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. A concomitant procedure of left atrial appendage (laa) closure and an ablation were being performed. Transesophageal echocardiogram (tee) imaging was utilized. A pre-procedure effusion was noted in the transverse sinus. Versacross connect (vcc) transseptal access system was selected for use to perform the transseptal puncture. A watchman trusteer access system (was) was positioned at the laa, and a pigtail catheter was utilized to perform a contrast injection. A 27 mm watchman flx pro closure device and delivery system (wds) was advanced. The wds was formed into a flx ball at the ostium of the laa and slowly advanced into the laa, deployed, and then subsequently recaptured. During the second deployment of the wds, hypotension was noted. A tee sweep was performed, and a global pe was noted. Cardiac tamponade was also noted. The closure device was deployed at this time. It was determined the laa was likely perforated, so the patient was taken immediately to the operating room while blood pressure was stable. The closure device was surgically removed and the laa was ligated. The patient was sent to the intensive care unit (ICU) and remained intubated overnight but is expected to fully recover.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. A concomitant procedure of left atrial appendage (laa) closure and an ablation were being performed. Transesophageal echocardiogram (tee) imaging was utilized. A pre-procedure effusion was noted in the transverse sinus. Versacross connect (vcc) transseptal access system was selected for use to perform the transseptal puncture. A watchman trusteer access system (was) was positioned at the laa, and a pigtail catheter was utilized to perform a contrast injection. A 27mm watchman flx pro closure device and delivery system (wds) was advanced. The wds was formed into a flx ball at the ostium of the laa and slowly advanced into the laa, deployed, and then subsequently recaptured. During the second deployment of the wds, hypotension was noted. A tee sweep was performed, and a global pe was noted. Cardiac tamponade was also noted. The closure device was deployed at this time. It was determined the laa was likely perforated, so the patient was taken immediately to the operating room while blood pressure was stable. The closure device was surgically removed and the laa was ligated. The patient was sent to the intensive care unit (ICU) and remained intubated overnight but is expected to fully recover. It was further reported the pre-procedure effusion was of an unknown cause and size and was located in the transverse sinus. There was some noted difficulty with limited imaging windows with limited views of depth and laa shape during the procedure. During the surgical removal of the closure device, it was noted it had been implanted in the pericardium, causing the cardiac perforation and subsequent pe. The patient required a blood transfusion. The patient has been discharged.